Manufacturer narrative:
Metriq pump was evaluated by boston scientific. After performing functional test, the metriq pump completed and passed all functional testing. After running the pump for an hour and fifty minutes p01 bubble detected error was observed. The metriq pump was restarted multiple times, but the error message was still detected. Troubleshoot by changing the combo bubble sensor with gold unit combo bubble sensor, the device run for two hours and fifteen minutes without any issues. The combo bubble and occlusion will be replaced. A visual inspection of the metriq pump showed no signs of cosmetic damage. Based on the available information, boston scientific investigation findings were unable to establish a clear conclusion about the cause of the reported event even though p01 bubble detected error was observed. The device met all requirements prior to being approved for final distribution sale and there was no evidence to suggest that the instructions for use (IFU) was not followed.

Event description:
This event is being reported for aborted/cancelled procedure with a patient under sedation. It was reported that a metriq pump was selected for use. During a procedure an error "p07 - pump speed error" occurred. The error was unable to be resolved following replacement of the tubing set. The procedure was cancelled. The pump is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a metriq pump was selected for use. During a procedure an error "p07 - pump speed error" occurred. The error was unable to be resolved following replacement of the tubing set. The procedure was cancelled. The pump is expected to be returned for analysis. This event is being reported for aborted/cancelled procedure with a patient under sedation.

Manufacturer narrative:
Section e. Initial reporter was updated with additional information provided.

Event description:
It was reported that a metriq pump was selected for use. During a procedure an error "p07 - pump speed error" occurred. The error was unable to be resolved following replacement of the tubing set. The procedure was cancelled. The pump is expected to be returned for analysis. This event is being reported for aborted/cancelled procedure with a patient under sedation.